Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received nine inappropriate shocks, and the right ventricular (rv) lead exhibited high impedances, oversensing of noise, and an apparent fracture. The lead was programmed off, and was later cut, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.